Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with an unspecified volume of juvéderm® voluma¿ xc for treatment of "left facial cheek scar and to look better" two to three years ago. At an unspecified time after injection, "the patient had mild to moderate infection, huge hole on the cheek area and swelling. There was a little bit of a dent on the face. The reaction went from [patient's] ear to nose area." Patient was informed at this time they were allergic to hyaluronic acid. It was reported patient had completely recovered.